Event description:
It was reported the tl90 and tr90 were used during a closure of a gastrotomy. It was reported by the affiliate upon closure of the instrument a resistance was felt while turning the knob. After first firing, there was an incomplete staple line. The device was reloaded with the tr90 and the device was fired without any problems. Then it was noticed that the first staple line showed not well formed staples. The whole staple line was then removed and the otomy was closed with sutures. The procedure time was extended one hour.